Manufacturer narrative:
A steris service technician inspected the unit, and found a broken drying piston valve. The unit was repaired, tested, found to be operational and returned to service.steris has revised the preventative maintenance schedule for reliance synergy washers to include an inspection of the dryer piston valve every six months.

Event description:
The user facility reported the unit was leaking water, and produced a large quantity of water.no injuries were reported. No procedural delays or cancellations have been reported.